Event description:
As reported: "the patient underwent open osteosynthesis due to humerus trunk fracture at the initial operation. At the time of the testing the device using the drill sleeve and the drill the event did non occurred. But miss drill occurred during the operation. Thereafter, the procedure completed without problem."

Manufacturer narrative:
Correction: refer to d9/h3, h6 results & conclusion codes. The alleged event was not confirmed. Review of complaint history, CAPA databases and could not be performed since the catalog and lot number was not communicated. The risk analysis did not identify any discrepancies. Preoperative testing is required in the labelling potentially reduced accuracy in guidance is usually found during functional check (required per labelling). In case of any deviation it is realized prior to use. In the case presented additional information revealed: ¿the product was once returned to the distribution center where confirmed following: there was no mistargeting using an intramedullary nail of the sample. The dc have confirmed that mistargeting does not occur and the product can be used without problems.¿ a root cause could not be determined. In case other essential information becomes available were reserve the right to re-reopen the case for investigation and to assess a new root cause. H3 other text : device disposition is unknown.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "the patient underwent open osteosynthesis due to humerus trunk fracture at the initial operation. At the time of the testing the device using the drill sleeve and the drill the event did non occurred. But miss drill occurred during the operation. Thereafter, the procedure completed without problem."